Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples did not come out of the stapler. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600307 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/21/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with its trigger partially engaged and a staple partially formed. The staples appeared to be misaligned. The stapler was returned with 24 staples left in the cartridge indicating that at least 11 staples have been fired by the end user. Reference files pic_anp1900052617 for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement, a staple was fired but it was unable to properly form. Another attempt was made but no staple fired. The trigger was engaged several more times but no staples were firing from the device. Other remarks: the misalignment of the staples is preventing the staples from moving down the track and into the forming tool properly. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staples stuck in unit" was confirmed based upon the sample received. The first staple was able to be fired but was unable to form correctly due to the misalignment of the staples. The remaining staples in the returned stapler are misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. However , the stapler was returned with 24 staples left in the cartridge indicating that the stapler was fired at least 11 times by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staples did not come out of the stapler. The patient's condition was reported as fine.